Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient has deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was cardio respiratory arrest, secondary to heart failure and chronic obstructive pulmonary disease. No additional information was reported/additional information was requested but not received.

Manufacturer narrative:
A partial lead with the pin measuring 6.3cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.